Event description:
In 2000, physician informed the MFR's sales representative of the following: he attempted to place the device earlier in the week and noticed an imperfection in the device septum. He was unsure what the imperfection was during the case, so he decided to use another device. The surgeon requestied another device to replace the returned product. On 02/03/2000, the MFR's sales representative informed the MFR's representative that the imperfection the physician was referring to appeared to be foreign material embedded in the device septum. No further details were provided.